Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that "close door" was not reproduced. A review of the event history log revealed multiple occurrences 'door jammed' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link gap tolerance out of specification for all 3 link screws. The link and link switch will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed close door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.